Event description:
It was reported that to treat a bifurcation lesion of the cx and a marginal branch, the fx minirail was used to dilate the marginal branch first. The device was inflated several times. The cx was dilated with the same fx minirail, again with several inflations. After removing the fx minirail, it was found that the balloon material and the tip were missing. No resistance was reported. The angiogram indicated good results in the bifurcated lesion; however, showed an obstruction within the left main and was felt to be the missing balloon material. A balloon catheter was used to try and retrieve the material, unsuccessfully. The obstruction was observed to be an intimal flap caused by a dissection. The dissection was stented and the marginal branch was stented finishing with a kissing balloon procedure using two balloon catheters. The missing fx minirail material was found in the lad. An attempt to snare the material was unsuccessful and a stent was placed. The final results were good and the pt will come for a three month angio follow up.